Event description:
It was reported that within six months, this system exhibited a drop in pacing impedance measurements, from 800 ohms to 300 ohms on the right ventricular (rv) channel. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).